Event description:
Customer called to report that the insulin pump alarmed battery out limit. Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 297 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button was unresponsive due to a flattened button dome switch. No battery out limit alarm could be verified due to unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.